Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a female patient had a 450cc mentor cpx 4 breast tissue expander with suture tab inserted. The day after the expander was filled with an additional 50ccs she began to not feel right. Ultrasound and computed tomography was performed and revealed a right sided deflation. At the time of this report, mentor has received no information regarding an expected explantation date, however, future explantation is indicated.